Event description:
Reporter noted irrigation from system became disconnected during cataract extraction procedure. Procedure was almost complete, causing a tear in the posterior lens capsule. Unable to irrigate cataract debis from eye. Follow-up indicated irrigation line disconnected from handpiece near the end of cataract removal. No vitrectomy was done, but procedure was completed at a later date. Pt reportedly doing fine.